Event description:
On 1/27/97, a psa vaule of 0.3 ng/ml was reported on a radical prostectomy pt, who subsequently received radiation on 2/24/97. After the customer notified the pt's physician that increased psa values had been observed in female control samples, radiation therapy was discontinued on 2/26/97. Another psa was drawn on 2/26/97 and gave a result of 0.2 ng/ml. According to the account, the radiologist questioned if there was a significant difference between 0.1ng/ml and 0.2ng/ml. The radiologist stated that he generally starts treatment if psa values, for prostatectomy pts, increase to 0.4 ng/ml.